Event description:
It was reported that the device was overheating during the operation. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received stating that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device could not confirm overheating. However, it was noted that the device was making an ab normal noise due to bearing deterioration during operation and laser markings were also deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.